Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: united kingdom. Immediately on receipt of the suture, the thread fell out of the hub of the needle. No pressure was placed on the suture.

Manufacturer narrative:
Samples received: none. Analysis and results: there is one previous complaint of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. According to the information received, all samples were sent with the previous complaint (B)(4). We received 16 closed samples and 1 open sample with the needle detached from the thread (thread was not wound on the pack). We tested the needle attachment of these closed samples received and the results are: 1.14 kgf in average and 0.03 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.